Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was having problems with the device. The sutures split and came undone. The patient came back a year later with complications and they had to re-operate. Additional information has been requested but not yet received.